Manufacturer narrative:
New information has been received confirming this was not a device issue and should not have been reported. This is a duplicate of record number (B)(4) which was not reportable and does not have a MDR.

Manufacturer narrative:
The device serial number will be provided with the follow up report.

Event description:
The device is being exchanged by the customer for an unknown reason.